Manufacturer narrative:
Cause is still under investigation. Supplementary report to be submitted.

Event description:
Two pt's were treated for benign pigmented lesions using the gentlelase laser. Approx 10% of the delivered energy laser pulses (approx 20 pulses) resulted in hypo trophic scars on the neck.